Manufacturer narrative:
Follow-up # 2: device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1.the lay user/patients control solution has been returned and evaluated by lifescan product analysis with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 23, 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 4pm on (B)(6). The patient reported obtaining blood glucose readings of "70 and 73mg/dl" on the subject meter, obtained within 20 minutes of each other. It is unknown how the patient manages their diabetes. The patient consumed some food/drink in response to the reported readings. The patient denied developing any symptoms; however, the patient reported visiting the emergency room (ER) at 5:30pm. The patient reported having their blood glucose tested at the ER and obtained a reading below 40mg/dl. It is unknown what further treatment the patient may have received. Although the reported readings meet lifescan&#38112;criteria for precision; at the time of troubleshooting, a control solution test failed with results out with the range as printed on the test strip vial. This complaint is being reported because the patient began hypoglycemic after the alleged inaccuracy began.